Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and overfilled the cartridge. Additionally, the customer reported using cartridge for more than three days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 117 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.